Manufacturer narrative:
Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to misuse and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing it was observed that the motor device had nicks and cuts throughout the hose, unusual sounds, a loose connector body, and pushed in connector pins. It was further observed that the device was overheating and failed the hand control, noise, safety and thermistor assessments. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.